Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with a significant amount of dried tissue on and under the electrodes. There are no manufacturing discrepancies visually observed with the returned device. The wand was tested using a compatible controller and activated in a beaker of saline solution at default and maximum settings in which the ablation and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation there was arcing which would conclude that there is no electrical disturbance related to the wand. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Due to the tip showing a significant amount of dried tissue, it is possible, that during activation the tissue was burning off; therefore, causing the device to appear as if it was arcing. The evac 70 xtra hp coblator ii wand will also create steam when sufficient suction is not used. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instruction for use (¿IFU¿) contains warnings and precautionary statements regarding maintaining proper suction flow and potential device failure if not adhered to. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wand sparked during a tonsillectomy procedure. It was noted that the field was quite wet and bloody and that the stainless steel suction device (yankauer) was also in the field. Procedure was completed with a back-up device. No patient or user injury was reported.